Event description:
Pentax medical was made aware of an event which occurred in the asia pacific region involving pentax video gastrostroscope eg29-i10c. In the event reported, it was stated that the image is foggy. The anomaly was detected in the procedure room before use. There was no adverse event reported with this complaint. No additional information was provided this complaint. On 19-aug-2021, a device history record (DHR) review for model eg29-i10c, serial number (B)(4) was performed and the DHR review confirmed the endoscope had no non-conformance, however there was 1 concession ((B)(4)). The device completed the manufacturing process on 25-dec-2018 and passed all required inspections, and was released accordingly and the dates of approval for shipment and actual date shipped were confirmed.

Manufacturer narrative:
This device is not available for sale in the united states, therefore 510k is not applicable. (B)(4) if additional information becomes available, a supplemental report will be filed with the new information.